Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. The device could not be interrogated with an rf programmer in clinic but worked with inductive telemetry. An inductive transmitter was shipped to the patient. The device clinic confirmed there was a transmission the next day on merlin.net from the device indicating normal function. There is no indication from the device clinic the patient's condition was affected as a result.